Manufacturer narrative:
(B)(4). The return of the unit has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the forcefxc generator was in use for a procedure to remove some type of a tag. A high o2 line was connected to the patient's mouth and flammable anesthesia gas was in use. An unidentified probe was put to the patient's mouth and combustion occurred, burning the patient's mouth and lungs. The patient was transported from general surgery to the ICU. The site's biomed evaluated the incident unit and did not find anything wrong with it. Additional questions have been asked of the site regarding this incident and the patient's status.